Event description:
The customer reported that no lyse buffer was added to well h1 while pipetting a hivp24 assay. No alarm message was generated by summit sample handler. One lost plate reported. A field service engineer was dispatched and was able to duplicate the event. Tip clamp and plunger clamp in position 1 were both replaced. No death or serious injury was associated with this event.